Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forcep instrument involved, and evaluation was completed. Failure analysis (fa) confirmed that the instrument was found to have frayed grip cables at the distal idle pulley on both sides. The frayed cable strands stuck out at the wrist. The root cause of frayed grip cables is attributed to a component failure. A review of the instrument logs for the prograsp forceps instrument (part #471093-11/k10210607 0011) associated with this event was performed. The instrument was last used on (B)(6) 2021 on system serial# sl0038 during a da vinci-assisted surgical procedure. The instrument was not used in subsequent procedure(s) after the alleged issue reported in this event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: during a da vinci-assisted endometriosis resection surgical procedure, the cabling system of the prograsp forceps instrument began to fray when the surgeon was manipulating the endometrial tissue. This caused a ten (10) minute delay in the case as the staff went to get another prograsp forcep instrument. The pelvis was searched for any frayed cable fibers; no fragments were found. The surgeon was confident that nothing was retained in the patient. Although, the procedure was completed with no reports of patient injury, this complaint is being reported as a malfunction, as the observed failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the cabling system of the prograsp forceps instrument began to fray when the surgeon was manipulating the endometrial tissue. This caused a ten (10) minute delay in the case as the staff went to get another prograsp forcep instrument. The pelvis was searched for any frayed cable fibers; no fragments were found. The surgeon was confident that nothing was retained in the patient. The procedure was completed with no reports of patient injury. The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa confirmed the customer's reported complaint. The instrument was found to have frayed grip cables at the distal idler pulley. If additional information becomes available, the complaint will be re-evaluated.